Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a pd infection. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal gentamicin (dose, frequency and duration not reported). At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing. No additional information is available.